Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 39 mg/dl, lasting approximately 45 minutes. The patient reported dizziness during the event. The hypoglycemia was associated with multiple meal announcements at dinner, which caused excess insulin delivery. The event was corrected with juice and soda. The patient did not require outside assistance or medical intervention. No hospitalization occurred and no long-term health effects were reported.